Event description:
Customer called to report high blood glucose. Blood glucose reading had been over 400 mg/dl for two weeks. Troubleshooting was performed. No anomalies were noted. Advised that a tubing clamp will be sent so that a high pressure test can be performed. Customer stated that she had a urinary tract infection. Advised that blood glucose levels can be elevated anytime an infection occurs. Walked customer through infusion set change. Customer stated that the cannula was not occluded. Advised to change entire set, reservoir and insulin. Advised to call back after receiving tubing clamp to complete troubleshooting. Customer stated that she was going to call a doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).